Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the battery site area bothered the patient and provided discomfort. The healthcare provider stated that the patient was ¿small framed and thin¿ which may have led to their discomfort, but no environmental or external factors were known. The implant was removed, and the issue was noted to be resolved. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.